Manufacturer narrative:
(B)(4). Batch # n91z89. Investigation summary: the handpiece was received disassembled, the transducer and nose cone were detached not returned. No functional testing could be done due to the condition of the returned device. It is possible that the nose cone could have got detached due to the nose cone was damaged, however since the nose cone was not returned we were unable to confirm the damaged to the nose cone. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to a possible damaged to the nose cone. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure that the when the staff was removing the harmonic from the handpiece at the end of the procedure the hand piece split in half. No additional devices were needed, the procedure was finished. There were no adverse consequences for the patient.